Event description:
The ventilator was connected to the pt. The customer reports after 2 weeks of operation, the ventilator emitted smoke. The ventilator continued to ventilate the pt until the ventilator was removed. There was no pt injury.